Manufacturer narrative:
(B)(4). No parts were returned to teleflex chelmsford for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that immediately after the intra-aortic balloon pump (iabp) was on, the staff stated the intra-aortic balloon (iab) started to have a problem. It was also noted that the iabp alarmed for a "helium loss". When the iab was extracted, blood was found in the balloon. As a result, a new iab was used at a new insertion site. There was no report of patient complications or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the catheter which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that immediately after the intra-aortic balloon pump (iabp) was on, the staff stated the intra-aortic balloon (iab) started to have a problem. It was also noted that the iabp alarmed for a "helium loss". When the iab was extracted, blood was found in the balloon. As a result, a new iab was used at a new insertion site. There was no report of patient complications or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that immediately after the intra-aortic balloon pump (iabp) was on, the staff stated the intra-aortic balloon (iab) started to have a problem. It was also noted that the iabp alarmed for a "helium loss". When the iab was extracted, blood was found in the balloon. As a result, a new iab was used at a new insertion site. There was no report of patient complications or death.